Event description:
On (B)(6) 2010, pt reported the up button on the infusion device was defective. Infusion device does not consistently respond when up button is pressed. This was first noticed 4-5 months ago and has progressively worsened. Infusion device was not dropped or exposed to water or insulin ingress. Pt boluses 3-4 times per day. Up button does not remain flat after it is pressed. The protective covering of the up button has worn off. This happened after the up button failed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.